Manufacturer narrative:
The lifeband (lot # 161862) used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed. Provided picture of the lifeband confirms the physical damage, however, the cause of the reported complaint could not be determined.

Event description:
During patient use, the autopulse platform stopped compression due to the damaged hinged belt guard on lifeband #1 (lot# 161862). The customer replaced the lifeband, however, after 5 minutes of use, the alignment tab on the lifeband #2 (lot# 161862) got broken during the compression. The observed alignment tab issue did not affect the function of the platform and the platform continued the compressions without stopping. No consequences or impact to patient.